Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 350.09 mcg/day, hydromorphone 20 mg/ml at 14 mg/day, and clonidine 80 mcg/ml at 56.014 mcg/day. It was reported that a catheter event was confirmed. The patient was not receiving effective therapy, so the hcp had decided to revise the catheter on (B)(6) 2017. When the hcp opened up the pocket area, they noticed a break in the connection piece that connected the 8709 catheter to the 8731 catheter. Prior to the revision, there was only an estimate of 0.1 ml for the catheter volume, and they were not sure if that was accurate, so the hcp had to re-measure and estimate a new length and volume on (B)(6) 2017. The hcp replaced the whole spinal segment with 18 cm of catheter from the 8598a catheter kit. The hcp estimated the new catheter length to be 36 cm and the volume to be 0.0792 ml. Upon technical services reviewing that the length and volume seemed a little short, the hcp stated that th e patient was ¿pretty thin¿, and the spinal tip was implanted at l1, so it made sense that it was shorter. The hcp was able to aspirate from the catheter access port (cap) once everything was connected and confirmed everything was patent. They programmed a priming bolus of 0.0792 ml and programmed the new programming settings. The hcp also wanted to program a single bolus of 1 mg. The manufacturing representative was going to follow up with the hcp. They would not be sending back the spinal segment they replaced. The event date was unknown. It was noted that the patient had a personal therapy manager (ptm) as well with 1 mg boluses, 2 hour lockouts, and 10 maximum activations. It was noted that the new fentanyl dose was 75 mcg/day, the new hydromorphone dose was 14 mg/day, and the new clonidine dose was 12 mcg/day. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the break in the catheter was unknown.